Event description:
It was reported the mildly calcified, moderately tortuous right coronary artery was pre dilated with 2.5x12 mm balloon. The 3.0x28mm xience alpine stent was deployed at 10 atmospheres (atm). The stent was post dilated with a 3.0x12mm nc balloon at 18 atm. However, after post dilation, a proximal edge dissection occurred. A 3.0x8mm xience sierra alpine was implanted to treat the dissection. There were no adverse patient sequalae. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.